Event description:
It was reported that during a stenting treatment procedure, a guidewire separation occurred. Access was obtained via the radial artery. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending (lad) artery. A 185cm pt2 guide wire was advanced but could not cross the lesion and the device moved into the false lumen. When the physician torqued the device it separated. No attempt was made to retrieve the distal segment of the wire and it remains inside the patient. No additional patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed that the distal tip was fractured at 183 cm from the proximal end. All outer diameter measurements are within the specifications. The fracture side was sent to the mtac report analysis lab for further analysis. According to the mtac report: "failure occurred due to a tension overload." The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a guidewire separation occurred. Access was obtained via the radial artery. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending (lad) artery. A 185cm pt2 guide wire was advanced but could not cross the lesion and the device moved into the false lumen. When the physician torqued the device it separated. No attempt was made to retrieve the distal segment of the wire and it remains inside the patient. No additional patient complications were reported.